Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with meropenem and vancomycin injections (1 gm each, ongoing, routes, frequencies not reported) for peritonitis. The patient was discharged from the hospital 23 days after hospital admission. The patient was recovered from the event 23 days after the event onset. Pd therapy was ongoing. No additional information is available.